Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a bacteremia infection. The patient was treated with intravenous antibiotics. There was no additional adverse patient effects were reported. This device was explanted.